Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation determined that the reported stent dislodgement appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
It was reported that during device preparation, during removal of the yellow protective sheath, the stent dislodged. The device was not used. There was no patient involvement and no reported clinically significant delay in the procedure. A different 3.0 x 18 mm multi-link 8 stent was used in the procedure without issue. No additional information was provided.